Event description:
Reporter alleged obtaining discrepant blood glucose results of 116 mg/dl back-to-back with a result of 254 mg/dl when testing was performed on the active system; however, neither of the results appears in the system memory. No specific timeframe between testing was reported other than the reference to back-to-back testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.